Manufacturer narrative:
Details of complaint: on 07/15/2021, the customer at appalachian regional healthcare reported the following issue with pu-621ra; sn (B)(6)tient monitoring: cns is glitching and performing slower than usual. Investigation summary: when hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for six years with no history of hdd replacement, and hard drive degradation is a high possibility. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 attempt #1 08/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/10/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/13/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 g3 g6 h2 h3 h6 h10

Event description:
The customer reported that their central nurse's station (cns) is glitching and performing slower then usual. No harm or injury was reported. They will be sending this unit in for an evaluation.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is glitching and performing slower then usual. No harm or injury was reported. They will be sending this unit in for an evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is glitching and performing slower then usual. No harm or injury was reported. They will be sending this unit in for an evaluation.